Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be determined. The failure of the circuit board was confirmed, therefore we presume that the phenomenon ¿all leds of the front panel are tuned off¿ occurred due to failure of the circuit board. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the front panel leds (light-emitting diodes) of the video system center were blinking and had an intermittent image with flickering. The issue occurred during maintenance. There were no reports of patient harm.